Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: (B)(6) medical. (B)(6). Radiology-CT abdomen/pelvis. Clinical data: previous hernia area has a painful feeling like it broke loose. Impression: post ventral hernia repair. There is no evidence of bowel herniation beyond the level of repair. There is a small ventral fat-containing hernia superficial to the repair site. There is also a minuscule fat-containing umbilical hernia. Scattered colonic diverticula. (B)(6) 2019: (B)(6) associates, (B)(6), md. Office notes. Ventral hernia/CT evidence. Pain and discomfort with reaching and exercise. Noted 2 large lumps that developed in midline abdominal wall. CT scan shows at least a 15 cm mesh completely surrounded by pro-tacks; 2 areas of herniation in the midportion around the mesh just under the umbilicus and above the umbilicus. History: arthritis. Gallbladder (B)(6) 2009. Nonsmoker, weight 209 lbs, bmi 26.83. Abdomen nondistended at umbilicus and just above lumps that appear incarcerated recurrent hernias. Given two options; local repair as the mesh underneath appears to be intact, second with the mesh and all of the pro-tacks as that appears to be the source of his pain. He has chosen this route and would like to proceed with repair. (B)(6) 2019: (B)(6) medical center. (B)(6), md. Anesthesia record. Weight 92.90 [kg], bmi 26.3. Asa 2. (B)(6) 2019: (B)(6) medical center. Implant record. Mesh hernia w/strap md. Manufacturer: cr bard medical div 1. (B)(6) 2019: (B)(6) associates, plc. (B)(6), md. Pathology report. Accession number: s19-014454. Diagnosis: soft tissue, umbilical, excision: hernia sac. Synthetic material. Clinical history: incisional hernia with obstruction. Gross description: labeled ¿mesh umbilical hernia sac¿ is a 14.0 x 11.0 x 0.7 cm tan portion of mesh material with adherent tan fibrofatty tissue. At the edge of the mesh are multiple 0.4 x 0.4 cm circular metal rings. Also received are two portions of tan-purple rubbery tissue with attached adipose tissue, 3.8 x 2.5 x 1.5 cm. Serially sectioned, representatively sampled. Microscopic description: microscopic examination performed on all specimens. (B)(6) 2019: (B)(6) pa-c. Office notes. Postop; doing very well overall. Pain minimal. Weight 207 lbs, bmi 26.57. Abdomen soft, nontender, no evidence of recurrence of hernia. Incisions clean/dry/intact without signs of infection. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 07/15/15, including surgical records for robotic prostatetomy were not provided. (B)(6) 2015: (B)(6) clinic. (B)(6) md. Operative report. Preoperative indication: incisional hernia. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic incisional hernia repair. Description of procedure: anesthesia: general. Fluids: see anesthesia worksheet. Ebl [estimated blood loss]: minimal. Disposition: recovery room. Preop history: mr.(B)(6) is a 72-year-old gentleman who underwent a robotic prostatectomy. He had a fascial defect measuring 2x2 cm in the supraumbilical position consistent with an incisional hernia at the extraction site. I recommended repair with mesh and he gave informed consent. I met him the morning of surgery and gave him an opportunity to ask questions. All of his questions were answered and he reconfirmed his informed consent. The patient was then taken to the operating room and placed in supine position on the table. Anesthesia was established without incident. He was prepped and draped in the standard surgical sterile fashion. Pause was carried out and preoperative antibiotics were given and verified. Description of procedure: ¿initial attempt at entering the abdomen was done via a veress needle in the right upper quadrant. We were unsuccessful and then decided to perform a cutdown in the supraumbilical position through his prior incision. Once the fascia and the peritoneum were incised, a 10-mm trocar was placed and the abdomen was insufflated. The right upper quadrant was carefully inspected and then a 5-mm trocar placed here as well under direct vision. We went through his prior trocar sites from his robotic prostatectomy. Two further 5-mm trocars were placed in the right lower and left lower quadrant. The only additional trocar placement was at the left upper quadrant at the end of the case for tacking of the mesh. The falciform ligament was first taken down superiorly. We were able to then see the fascial defect and the area around it was clear. The defect itself measured about 5 x 5 cm internally. A distance of 5 cm circumferentially was marked out with the ruler and then spinal needles placed in the north, south, west, and east position. A 15 x 19 gore dualmesh was then cut to size and sutures placed in four corners--north, south, east, and west as well as in the middle. This was folded up and placed through the 10-mm trocar into the abdomen. It was unfolded so that the rough side was facing superiorly. Using the suture passer, then the sutures were passed. Gore-tex sutures, which were previously placed, were passed through the north, south, east, and west positions and the middle one through our 10-mm trocar. These were tied down and the mesh was in good apposition. The suture tacker was then used to circumferentially tack down the mesh after partially desufflating the abdomen. The mesh lay in excellent position centered over the hernia defect. All trocars were then removed under direct vision. Marcaine was injected in all trocar sites and suture passer sites. The abdomen was desufflated. The midline fascia was reapproximated using interrupted 0 vicryl and the skin was closed using subcuticular 4-0 monocryl. Dermabond was applied. A sterile dressing was applied. The patient tolerated the procedure well. Sponge and needle count was correct, and I was present for all parts of the case.¿ (B)(6) 2015: (B)(6) clinic. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 13306801. W. L. Gore & associates. Laparoscopic repair of incisional hernia. The records confirm a gore® dualmesh® biomaterial (1dlmc04/13306801) was implanted during the procedure. Records between 07/15/15 and 03/17/19 were not provided. (B)(6) 2019: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnoses: peritoneal foreign body, which are old tacks and mesh; abdominal adhesions, and recurrent ventral incisional hernia. Postoperative diagnoses: peritoneal foreign body, which are old tacks and mesh, abdominal adhesions, and recurrent ventral incisional hernia. Procedure performed: diagnostic laparoscopy with enterolysis; removal of peritoneal foreign body, which are tacks and old mesh; and repair of recurrent ventral incisional hernia repair with medium ventralex st mesh. Assistant: (B)(6) pa-c. Anesthesia: general anesthesia by (B)(6) md. Estimated blood loss: minimal. Complications: none. Specimens: included the old mesh and hernia sac and contents. Intraoperative findings: ¿at least a 15 x 10 cm portion of gore-tex mesh, which was secured all the way around by at least 28 protacks was removed intact and underneath was a recurrent ventral incisional hernia. This was re-repaired using a medium ventralex st mesh. This patient presents with a recurrence after this very large mesh had been placed into an extraction site from a prostatectomy. Description of procedure: the patient was taken to the operating room. His abdomen was prepped and draped in usual sterile surgical manner. I used a veress needle in the left upper quadrant at palmer's point, accessed the peritoneal cavity. Water drop test confirmed presence into the peritoneum and insufflated without difficulty. A 5 mm visiport was placed. I encountered some omental adhesions to the old mesh. I went in and placed three other 5 mm trocars in the left mid abdomen and I took down all of the omental adhesions using the ligasure device away from the old mesh, which was wrinkled and was going pretty much hip to hip in this patient. I started an edge on the left side using both sharp dissection, electrocautery and started peeling the mesh off the anterior abdominal wall. I moved the entire mesh along with all the tacks still adhesed, but attached to it. It was circumferentially freed. In the mid portion just above the umbilicus, there was a recurrent hernia containing a large amount of preperitoneal fat. I went ahead and cut down on this hernia and divided the hernia sac and contents and passed off the field as a specimen and removed the mesh and tacks out of the peritoneum from the site. I went ahead and took a medium ventralex st mesh and put in the prefascial plane and I secured the fascia over the top of the mesh using interrupted ethibond sutures. I reinsufflated the abdomen and I secured the edges of the mesh using securestrap dissolving tacks only circumferentially. This mesh only measures 5.4 cm. I went ahead and irrigated and made sure hemostasis was good and I dragged the omentum underneath the mesh and removed all my ports under direct visualization. The skin incisions were closed with monocryl subcuticular suture. The umbilicus was tacked down with vicryl suture and skin closed with monocryl subcuticular suture prior to closure, laparoscopically passed an 0 vicryl suture to close the posterior fascia on an area in the right mid abdomen that had been denuded when a tack had been removed from the area. Otherwise, the rest of the posterior fascia was left in situ. The patient tolerated the procedure well. The needle, instrument, lap count at the end of the case was reported correct and taken to the pacu, extubated in good condition.¿. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2019 procedure was not provided.]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic supraumbilical hernia repair on (B)(6) 2015, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, hernia recurrence, and adhesions. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2014 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2015 through (B)(6) 2019 were not provided. Patient information: medical history: overweight: (B)(6) 2015: 205 lbs., bmi 27.2. (B)(6) 2019: 209 lbs., bmi 26.8. (B)(6) 2019: 204.8 lbs., bmi 26.3. Hypertension [htn] 2014: prostate cancer. (B)(6) 2015: incisional hernia. (B)(6) 2019: recurrent incisional hernia. Surgical procedures: 2007: gastric bypass. (B)(6) 2009: cholecystectomy. (B)(6) 2015: robotic-assisted radical prostatectomy. (B)(6) 2015: laparoscopic incisional hernia repair with gore dualmesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2019: diagnostic laparoscopy with enterolysis; removal of peritoneal foreign body, and repair of recurrent ventral incisional hernia repair with medium ventralex st mesh. Implant: bard ventralex st mesh. Relevant medical information: (B)(6) 2014: ¿newly diagnosed prostate cancer. Underwent transrectal needle biopsy 12/03/14; showed gleason 3+3 adenocarcinoma of prostate involving 20% on one core in right apex.¿ ¿abdomen flat, no inguinal hernias, extra skin from bypass . Impression: localized gleason 6 adenocarcinoma of prostate. Plan: I lean towards active treatment; he will let us know.¿ (B)(6) 2015: robotic-assisted radical prostatectomy, left nerve sparing. Findings: ¿1. Watertight vesicourethral anastomosis tested with 120 ml of saline. 2. Left-sided nerve sparing. Indication for procedure: he has gleason 6 prostate cancer at the right apex. He was consented for robotic prostatectomy .¿ procedure: ¿the abdomen was insufflated with the standard veress technique. We made a 1-cm periumbilical incision. We inserted a 12-mm port. We inspected the abdomen and there was no visceral injury. We placed the rest of the ports in the standard inverted-v fashion with a 12-mm port in the right lower quadrant and a 5-mm right upper quadrant assistant port. We began by incising the peritoneum overlying the medial umbilical ligament. We dropped the bladder. We identified the vas deferens, but we did not ligate this bilaterally. We cleaned off the endopelvic fascia. We ligated the superficial dorsal vein. We excised the redundant periprostatic fat. We incised the right and left endopelvic fascia and swept the levator fibers off the prostate up toward the apex. We secured the dorsal venous complex with a #1 vicryl on a ctx needle in a figure-of-eight fashion. We used the rest of the suture to place a more proximal located bunching stitch. We then turned our attention towards the bladder neck. We made our anterior cystotomy. We delivered the catheter anteriorly and came through posteriorly. We identified the right and left ampulla of the vas and vas deferens. We dissected these down and placed them up on stretch. We developed the right and left perivesical gutters. We used a clip technique to divide the right and left pedicles after incising the lateral prostatic fascia. We then swept the remaining neurovascular bundle off the posterolateral aspect of the prostate up towards the apex. We then came down through the dorsal venous complex. We tubularized the urethra, incised this, and divided the rectourethralis muscle. We placed the specimen in an endocatch bag and placed it to the side. We irrigated the pelvis. There was minor bleeding noted. Using a double-armed v-loc suture starting at the 6 o¿clock position and running toward the posterior plate with one arm to the 12 o¿clock position and the other suture to the 12 o¿clock position as well in the other direction. A connell stitch was placed and then tied this down with a final foley catheter in place. We tested the anastomosis with 120 ml of normal saline. The anastomosis was watertight. We then placed a drain through the fourth arm port. We de-docked the robot. We extracted the prostate through the midline incision. We closed the anterior rectus sheath using #1 vicryl on a CT needle starting at the apices and meeting in the middle. We injected each incision with 0.25% marcaine. We sewed the drain in using a silk stitch. We closed each incision with 4-0 vicryl.¿ (B)(6) 2015: ultrasound, retroperitoneal. Impression: ¿mild bilateral pelviectasis with minimal right lower pole hydronephrosis.¿ (B)(6) 2015: discharge summary: ¿no lifting greater than 15 pounds approximately six weeks. Stable condition.¿ implant preoperative complaints: (B)(6) 2015: ¿follow up robotic-assisted radical prostatectomy. Appears to be recovering well from surgery. He endorses a lump hernia over the midline abdomen supraumbilical. He refers that it has been present since he went home; has not changed in size, is not tender, is flat when he lies down. Abdomen: soft, nondistended, tender to palpation. Over the midline supraumbilical there appears to be a hernia; reducible, not tender, approximately 5 cm in length. Impression: discussed evaluation with general surgery for abdominal hernia.¿ (B)(6) 2015: ¿underwent robotic prostatectomy. Presents with bulge at umbilical extraction site. On exam, a fascial defect measuring about 2 x 2 cm is felt with a reducible incisional hernia present in supraumbilical position. Does have some discomfort mostly associated with working out and at end of day. No signs/symptoms suggestive of bowel obstruction or incarceration. Impression: ventral hernia. Plan: recommend hernia repair. Discussed primary versus mesh repair; my recommendation would be mesh repair.¿ (B)(6) 2015: "72-year-old gentleman who underwent a robotic prostatectomy. He had a fascial defect measuring 2x2 cm in the supraumbilical position consistent with an incisional hernia at the extraction site.¿ implant procedure: laparoscopic incisional hernia repair. [Implant: gore® dualmesh® biomaterial, 1dlmc04/13306801, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2015 [hospitalization date (B)(6) 2015] wound classification: clean. Description of hernia being treated: ¿initial attempt at entering the abdomen was done via a veress needle in the right upper quadrant. We were unsuccessful and then decided to perform a cutdown in the supraumbilical position through his prior incision. Once the fascia and the peritoneum were incised, a 10-mm trocar was placed and the abdomen was insufflated. The right upper quadrant was carefully inspected and then a 5-mm trocar placed here as well under direct vision. We went through his prior trocar sites from his robotic prostatectomy. Two further 5-mm trocars were placed in the right lower and left lower quadrant. The only additional trocar placement was at the left upper quadrant at the end of the case for tacking of the mesh. The falciform ligament was first taken down superiorly. We were able to then see the fascial defect and the area around it was clear. The defect itself measured about 5 x 5 cm internally. A distance of 5 cm circumferentially was marked out with the ruler and then spinal needles placed in the north, south, west, and east position.¿ implant size and fixation: ¿ a 15 x 19 gore dualmesh was then cut to size and sutures placed in four corners--north, south, east, and west as well as in the middle. This was folded up and placed through the 10-mm trocar into the abdomen. It was unfolded so that the rough side was facing superiorly. Using the suture passer, then the sutures were passed. Gore-tex sutures, which were previously placed, were passed through the north, south, east, and west positions and the middle one through our 10-mm trocar. These were tied down and the mesh was in good apposition. The suture tacker was then used to circumferentially tack down the mesh after partially desufflation the abdomen. The mesh lay in excellent position centered over the hernia defect. All trocars were then removed under direct vision . Marcaine was injected in all trocar sites and suture passer sites. The abdomen was desufflated. The midline fascia was reapproximated using interrupted 0 vicryl and the skin was closed using subcuticular 4-0 monocryl.¿ (B)(6) 2015: discharge instructions: ¿follow up within 1 to 2 weeks. Do not lift anything heavy, participate in sports, or have sexual intercourse for 6 weeks.¿ relevant medical information: (B)(6) 2015: ¿has done very well since surgery. Taking occasional narcotic medication. Does report occasional twinges on the side and some discomfort around belly button. No fevers, nausea, or vomiting. On inspection, all incisions are well-healed. They are clean, dry, intact with no evidence of cellulitis, hematoma or seroma, no evidence of recurrence. Impression: doing well two weeks out from laparoscopic incisional hernia repair. Plan: refrain from heavy exertion for next two weeks.¿ explant preoperative complaints: (B)(6) 2019: CT abdomen/pelvis [a/p]: "previous hernia area has a painful feeling like it broke loose. Impression: post ventral hernia repair. There is no evidence of bowel herniation beyond the level of repair. There is a small ventral fat-containing hernia superficial to the repair site. There is also a minuscule fat-containing umbilical hernia. Scattered colonic diverticula.¿ (B)(6) 2019: ¿ventral hernia/CT evidence. Pain and discomfort with reaching and exercise. Noted 2 large lumps that developed in midline abdominal wall. CT scan shows at least a 15 cm mesh completely surrounded by pro-tacks; 2 areas of herniation in the midportion around the mesh just under the umbilicus and above the umbilicus. Abdomen nondistended at umbilicus and just above lumps that appear incarcerated recurrent hernias. Given two options; local repair as the mesh underneath appears to be intact, second with the mesh and all of the pro-tacks as that appears to be the source of his pain. He has chosen this route and would like to proceed with repair.¿ explant procedure: diagnostic laparoscopy with enterolysis; removal of peritoneal foreign body, which are tacks and old mesh; and repair of recurrent ventral incisional hernia repair with medium ventralex st mesh. [Implant: bard ventralex st mesh] explant date: (B)(6) 2019 [hospitalization date (B)(6) 2019] wound classification: clean. Findings: ¿at least a 15 x 10 cm portion of gore-tex mesh, which was secured all the way around by at least 28 protacks was removed intact and underneath was a recurrent ventral incisional hernia. This was re-repaired using a medium ventralex st mesh. This patient presents with a recurrence after this very large mesh had been placed into an extraction site from a prostatectomy.¿ procedure: ¿I used a veress needle in the left upper quadrant at palmer's point, accessed the peritoneal cavity. Water drop test confirmed presence into the peritoneum and insufflated without difficulty. A 5 mm visiport was placed. I encountered some omental adhesions to the old mesh. I went in and placed three other 5 mm trocars in the left mid abdomen and I took down all of the omental adhesions using the ligasure device away from the old mesh, which was wrinkled and was going pretty much hip to hip in this patient. I started an edge on the left side using both sharp dissection, electrocautery and started peeling the mesh off the anterior abdominal wall. I moved the entire mesh along with all the tacks still adhesed, but attached to it. It was circumferentially freed. In the mid portion just above the umbilicus, there was a recurrent hernia containing a large amount of preperitoneal fat. I went ahead and cut down on this hernia and divided the hernia sac and contents and passed off the field as a specimen and removed the mesh and tacks out of the peritoneum from the site. I went ahead and took a medium ventralex st mesh and put in the prefascial plane and I secured the fascia over the top of the mesh using interrupted ethibond sutures. I reinsufflated the abdomen and I secured the edges of the mesh using securestrap dissolving tacks only circumferentially. This mesh only measures 5.4 cm. I went ahead and irrigated and made sure hemostasis was good and I dragged the omentum underneath the mesh and removed all my ports under direct visualization. The skin incisions were closed with monocryl subcuticular suture. The umbilicus was tacked down with vicryl suture and skin closed with monocryl subcuticular suture prior to closure, laparoscopically passed an 0 vicryl suture to close the posterior fascia on an area in the right mid abdomen that had been denuded when a tack had been removed from the area. Otherwise, the rest of the posterior fascia was left in situ.¿ (B)(6) 2019: pathology report: diagnosis: ¿soft tissue, umbilical, excision: hernia sac. Synthetic material.¿ gross description: ¿labeled ¿mesh umbilical hernia sac¿ is a 14.0 x 11.0 x 0.7 cm tan portion of mesh material with adherent tan fibrofatty tissue . At the edge of the mesh are multiple 0.4 x 0.4 cm circular metal rings. Also received are two portions of tan-purple rubbery tissue with attached adipose tissue, 3.8 x 2.5 x 1.5 cm.¿ relevant medical information: (B)(6) 2019: ¿postop; doing very well overall. Pain minimal. Abdomen soft, nontender, no evidence of recurrence of hernia. Incisions clean/dry/intact without signs of infection.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6), md. Office notes. Newly diagnosed prostate cancer. Underwent transrectal needle biopsy on (B)(6) 2014; showed gleason 3+3 adenocarcinoma of prostate involving 20% on one core in right apex. Appetite good, weight stable. Surgical history: cholecystectomy, gastric bypass 2007. Social: never smoked, alcohol two or three times/week. Exam: abdomen flat, no inguinal hernias, extra skin from bypass. Impression: localized gleason 6 adenocarcinoma of prostate. Plan: I lean towards active treatment; he will let us know. On (B)(6) 2015: (B)(6), md. Anesthesia record. Asa: 2. Weight 95.3 kg, bmi 27.7. On (B)(6) 2015: (B)(6), md. Operative report. First assistant: (B)(6). Preoperative indication: gleason 6 prostate cancer. Preoperative diagnosis: gleason 6 prostate cancer. Postoperative diagnosis: gleason 6 prostate cancer. Procedure: robotic-assisted radical prostatectomy, left nerve sparing. Description of procedure: anesthesia: general. Complications: none. Fluids: crystalloids. Output: not recorded. Estimated blood loss: 100 ml. Findings: 1. Watertight vesicourethral anastomosis tested with 120 ml of saline. 2. Left-sided nerve sparing. Indication for procedure: mr. (B)(6) is a 72-year-old gentleman. He has gleason 6 prostate cancer at the right apex. He was consented for robotic prostatectomy. Risks, benefits, and alternatives were discussed with the patient and he is electing to proceed at this time. Description of procedure: ¿the patient was brought back to operating suite #2. He was placed in the dorsal lithotomy position, prepped, draped in normal sterile fashion, and padded per mayo clinic protocol. A surgical pause was performed. The abdomen was insufflated with the standard veress technique. We made a 1-cm periumbilical incision. We inserted a 12-mm port. We inspected the abdomen and there was no visceral injury. We placed the rest of the ports in the standard inverted-v fashion with a 12-mm port in the right lower quadrant and a 5-mm right upper quadrant assistant port. We began by incising the peritoneum overlying the medial umbilical ligament. We dropped the bladder. We identified the vas deferens, but we did not ligate this bilaterally. We cleaned off the endopelvic fascia. We ligated the superficial dorsal vein. We excised the redundant periprostatic fat. We incised the right and left endopelvic fascia and swept the levator fibers off the prostate up toward the apex. We secured the dorsal venous complex with a #1 vicryl on a ctx needle in a figure-of-eight fashion. We used the rest of the suture to place a more proximal located bunching stitch. We then turned our attention towards the bladder neck. We made our anterior cystotomy. We delivered the catheter anteriorly and came through posteriorly. We identified the right and left ampulla of the vas and vas deferens. We dissected these down and placed them up on stretch. We developed the right and left perivesical gutters. We used a clip technique to divide the right and left pedicles after incising the lateral prostatic fascia. We then swept the remaining neurovascular bundle off the posterolateral aspect of the prostate up towards the apex. We then came down through the dorsal venous complex. We tubularized the urethra, incised this, and divided the rectourethralis muscle. We placed the specimen in an endocatch bag and placed it to the side. We irrigated the pelvis. There was minor bleeding noted. Using a double-armed v-loc suture starting at the 6 o¿clock position and running toward the posterior plate with one arm to the 12 o¿clock position and the other suture to the 12 o¿clock position as well in the other direction. A connell stitch was placed and then tied this down with a final foley catheter in place. We tested the anastomosis with 120 ml of normal saline. The anastomosis was watertight. We then placed a drain through the fourth arm port. We de-docked the robot. We extracted the prostate through the midline incision. We closed the anterior rectus sheath using #1 vicryl on a CT needle starting at the apices and meeting in the middle. We injected each incision with 0.25% marcaine. We sewed the drain in using a silk stitch. We closed each incision with 4-0 vicryl. This ended the procedure and there were no complications apparent. Plan: the patient will be admitted to the urology service overnight.¿ on (B)(6) 2015: (B)(6) (fellow do). Radiology: ultrasound, retroperitoneal. Impression: mild bilateral pelviectasis with minimal right lower pole hydronephrosis. On (B)(6) 2015: (B)(6), md. Discharge summary. Principal diagnosis: prostate cancer. Secondary diagnoses: essential hypertension, history of gastric bypass, acute kidney injury possible secondary to nephrotoxic drugs (resolving). Hospital course: underwent robotic-assisted radical prostatectomy. Postoperatively, did clinically very well. Creatinine did elevate to 2.0 on postoperative day one; renal ultrasound showed mild pelviectasis with minimal right lower pole hydronephrosis. On postoperative day 2, found to be 1.7; again asymptomatic. Switched from bactrim to ciprofloxacin. Discharged home tolerating diet, hemodynamically stable. General activity limitation six weeks. No lifting greater than 15 pounds approximately six weeks. Stable condition. On (B)(6) 2015: (B)(6), md (resident). Office notes. Follow up robotic-assisted radical prostatectomy. Appears to be recovering well from surgery. He endorses a lump hernia over the midline abdomen supraumbilical. He refers that it has been present since he went home; has not changed in size, is not tender, is flat when he lies down. Abdomen: soft, nondistended, tender to palpation. Over the midline supraumbilical there appears to be a hernia; reducible, not tender, approximately 5 cm in length. Impression: discussed evaluation with general surgery for abdominal hernia. On (B)(6) 2015: (B)(6), md. Office notes. Underwent robotic prostatectomy. Presents with bulge at umbilical extraction site. On exam, a fascial defect measuring about 2 x 2 cm is felt with a reducible incisional hernia present in supraumbilical position. Does have some discomfort mostly associated with working out and at end of day. No signs/symptoms suggestive of bowel obstruction or incarceration. Impression: ventral hernia. Plan: recommend hernia repair. Discussed primary versus mesh repair; my recommendation would be mesh repair. Scheduling for on (B)(6). Final surgical plan is laparoscopic ventral hernia repair with mesh, possible open. On (B)(6) 2015: (B)(6), md. Anesthesia record. Asa: 2. Weight 93.1 kg, bmi 27.2. On (B)(6) 2015: (B)(6), md (resident). Discharge instructions. Follow up with dr. (B)(6) within 1 to 2 weeks. Resume previous diet. Wear abdominal binder for support with any activity such as walking. Do not lift anything heavy, participate in sports, or have sexual intercourse for 6 weeks. No tub bath, swimming, spa for 2 weeks. On (B)(6) 2015: (B)(6), md. Office notes. Postoperative visit. Has done very well since surgery. Taking occasional narcotic medication. Does report occasional twinges on the side and some discomfort around belly button. No fevers, nausea, or vomiting. On inspection, all incisions are well-healed. They are clean, dry, intact with no evidence of cellulitis, hematoma or seroma, no evidence of recurrence. Impression: doing well two weeks out from laparoscopic incisional hernia repair. Plan: refrain from heavy exertion for next two weeks. Can start light aerobic exercise such as walking, following two weeks from now he can go back to regular workout regimen. No further follow up necessary at this time. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.